Manufacturer narrative:
Catheter: model: 8709sc, serial #: (B)(4), implanted: 2010 (B)(6), explanted: unk. Programmer ptm: model: 8835, serial #: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healthcare provider (hcp) had difficulty filling the reservoir. It was added that they were able to aspirate the reservoir, but can only fill with extreme pressure on syringe. Hcp was considering replacing the pump because of "these difficulties with refilling". Drugs delivered via the device were fentanyl and bupivacaine. A follow-up report will be sent if additional information becomes available.